Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went down while in use with 16 telemetry patients. Tech support assisted with getting the replacement display up and running. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went down while in use with 16 telemetry patients. Tech support assisted with getting the replacement display up and running. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network station model: ni sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni telemetry transmitter model: zm-531pa sn: ni